Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the log files for this event were reviewed. The investigation could not confirm the described event of femoral notch on a saw bone. The investigation identified that a medialized anterior cortex line acquisition is the most probable cause for the anterior notching of the femur. There were no defects found with the system or software. The investigation identified that a medialized anterior cortex line acquisition is the most probable cause for the anterior notching of the femur.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the device serial/lot number and date of manufacture are unknown at this time. UDI: (B)(4). D10, concomitant medical devices and therapy dates, base station device, (B)(6) 2023. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during system check it was found that the while using the robotic assisted satellite station and base station devices the saw bone had experienced a notch. It was reported during testing on the saw bone an array with retractors was moved which was not realized and caused the over resection. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.